Event description:
The biomedical engineer reported that the emergency department central nurse's station (cns) lost communication with all bed tiles.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated cns device in emergency department was showing communication loss on all bed tiles. The issue occurred after a power surge at the facility, causing power a brief power loss. Ethernet network cable were checked to verify it was seated. The cns could not see any other devices on the network from monitor bed settings tab. No host table was present. Customer was instructed to check the server closet to ensure network switch has come back up after the power surge. Two allied switches, part # a/ at-fs724l-10, needed to be replaced. The communication issue was resolved after replacing these two switches with customer's spare ones. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause of the reported communication loss was due to the power surge at the facility, causing two network switch failures. Service history for this facility shows the following communication loss incidents: ticket (B)(4)- current ticket (B)(4)- reported on 6/24/2019. Wireless telemetry patients in ICU department were experiencing communication loss at the cns device. It was noted a 16-port network switch was powered off and could not be powered on. Customer was going to swap out the switch with another one. The cause of the failure could not be determined. Ticket (B)(4)- reported on 8/7/2018. Not related to network switch. The issue was resolved by re-establishing handshake connection. The history shows two incidents of network switch failures. One incident was caused by a power surge, the other did not have a root cause determined. Investigation conclusion: the root cause of communication was determined to be power surge, damaging the network switches.

Manufacturer narrative:
The biomedical engineer reported that the emergency department central nurse's station (cns) lost communication with all bed tiles. They also reported that earlier there was a power surge and that the power went out for about 2 minutes. After the power came back up, everything resumed to normal except this one cns. Nk ts found that two of the server closet power switches experienced malfunction due to the power surge, and advised the customer to replace them. After the switches were replaced the customer was able to resume monitoring at the cns. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the emergency department central nurse's station (cns) lost communication with all bed tiles.